Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of a patient who made a mistake/ touch contamination, low blood pressure, passed out, and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On unreported dates, the patient made a mistake/touch contamination and experienced low blood pressure. On (B)(6) 2011, the patient passed out and was hospitalized the same day for that event. The patient passed out due to the low blood pressure. After being admitted to the hospital on (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of the peritonitis was due to the patient made a mistake/touch contamination. The patient was treated with ceftazidime. Additional treatment was not reported. The patient was recovering from the events of passed out and peritonitis. The outcome of the events of the patient a made mistake / touch contamination and low blood pressure was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Dianeal therapy was ongoing. The nurse stated the events were not related to dianeal therapy. The nurse further explained that the event of the patient passed out was related to low blood pressure and the event of peritonitis was caused by the patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g12049 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.